Manufacturer narrative:
Updated fields: d4 (UDI#, lot#). Corrected fields: d4 (serial number). Two suction/irrigation cannula sets (10/5) (600340) were returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported issue were identified. Failure analysis - visual and functional evaluation of the devices were performed. The returned cannulas were in used condition with no visible defect. When water was pumped through the irrigation valve, there was leakage out of the end of the tube while the valve was closed. Supplier evaluation was performed and identified that the shape of the trumpet valve may allow leakage due to a gap between the shaft and the sleeve. No additional risk was identified from the leakage and the supplier stated that leakage is an expected outcome. Lubrication of the valves can help to create a stronger seal. Per the instructions for use (IFU) "the use of an instrument lubricant, that is compatible with the method of sterilization to be used, is recommended before instruments are sterilized. Note that ultrasonic cleaners remove all lubrication; therefore this maintenance procedure should be done routinely after ultrasonic cleaning and before sterilization." Root cause - the reported complaint was confirmed. The products functioned as expected. Water may pass through the gap between the shaft and the sleeve at the irrigation valve. Water leakage is an expected result. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a laparoscopic trial in a procedure, the suct/irrig cannula set (10/5) (600340) continuously drips after the irrigation has been engaged. It reportedly drips from the end of the cannula creating a pool of liquid in the operating field. No patient injury or surgical delay has occurred.